Event description:
It was reported that prior to starting a da vinci si surgical procedure, the wire on the permanent cautery hook instrument was observed to be frayed. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable at the distal clevis hub were frayed. The cable segment that contains the crimp remained installed in the clevis and the other cables at the wrist were not damaged. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.